Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to high out of range impedance measurements. Noise was also observed. Signal artifact monitor (sam) episodes were also observed. Boston scientific technical services (ts) recommended further evaluation. No adverse patient effects were reported. At this time, this device system remains in service.